Manufacturer narrative:
Site did not return device for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the fuses in the scu get blown off twice a month. The site found no issue with the power from the outlet, and there seemed to be no issues with the hospital power either. They have replaced the scu and both cameras in the past, but the issue continues to re-occur. To trouble shoot, the site ran a ups test on the system and they were informed that the battery was bad. There were no bad fuses in the ups, but there were bad fuses in the scu as it had blown twice. There was no patient present during this issue.